Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty force sensor (gold). Pump passed displacement test, self-test, and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was tested with no missing segments/partial display noted. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had partial display. Customer's blood glucose at time of incident was 114 mg/dl. Customer stated the display is foggy and is dim and when she presses a certain option there is black line that comes on the display. Customer was advised to try a battery changed see a if the this resolves the issues.